Event description:
No mobility reported. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Mount is still attached.